Manufacturer narrative:
The device was received for evaluation. The device was able to power on with the ac adapter provided with the pump. The state of health for the battery was displayed at 94%, state of charge started at 32% upon power up and was currently at 60%. A review of the event history log identified evidence of the device powered on and battery charging. The log did show that the ac power was off several times throughout history; however, there was no issues found on the event date. Evaluation was able to successfully continue charging the unit, load and run a set without issues. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not holding the charge during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.